Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a radiofrequency (rf) ablation procedure, pain was noted at the patient's right groin. Mitral regurgitation increased from moderate to severe. A posterior effusion and mild pericarditis were noted on echocardiography. No further patient complications have been reported as a result of this event.